Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had lines on screen, due to cable issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to model number and the results of the legal manufacturer's final investigation. Corrected field: d4. The device was returned to olympus for inspection. The reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: kinked cable unit, and leaky cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise on image was due to failure on the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.